Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and pelvic discomfort ('discomfort') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pelvic discomfort (seriousness criteria hospitalization and intervention required), menometrorrhagia ("irregular and heavy bleeding during her menstrual cycle") and metrorrhagia ("irregular and heavy bleeding outside her menstrual cycle"). The patient was hospitalized for 8 days. The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia and metrorrhagia outcome was unknown. The reporter considered menometrorrhagia, metrorrhagia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and pelvic discomfort ('discomfort') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pelvic discomfort (seriousness criteria hospitalization and intervention required), menometrorrhagia ("irregular and heavy bleeding during her menstrual cycle"), metrorrhagia ("irregular and heavy bleeding outside her menstrual cycle"), dyspareunia ("dyspareunia"), menstrual disorder ("changes to menstrual cycle") and pain ("localised pain") and was found to have hormone level abnormal ("hormonal problems"). The patient was hospitalized for 8 days. The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia and metrorrhagia outcome was unknown and the dyspareunia, menstrual disorder, hormone level abnormal and pain had resolved. The reporter considered dyspareunia, hormone level abnormal, menometrorrhagia, menstrual disorder, metrorrhagia, pain, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: essure removal on (B)(6) 2017 via salpingectomy. "Any continuing symptoms? No" reported for dyspareunia, changes to menstrual cycle, hormonal problems and localised pain (newly added events, outcomes regarded as "resolved"). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: new events added: dyspareunia, changes to menstrual cycle, hormonal problems and localised pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ localised pain') and pelvic discomfort ('discomfort') in an adult female patient who had essure (batch no. C51064) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pelvic discomfort (seriousness criteria hospitalization and intervention required), menometrorrhagia ("irregular and heavy bleeding during her menstrual cycle"), dyspareunia ("dyspareunia"), menstrual disorder ("changes to menstrual cycle") and genital haemorrhage ("abnormal bleeding") and was found to have hormone level abnormal ("hormonal problems"). The patient was hospitalized for 8 days. The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia, dyspareunia, menstrual disorder and hormone level abnormal had resolved and the genital haemorrhage outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, hormone level abnormal, menometrorrhagia, menstrual disorder, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: essure removal on (B)(6) 2017 via salpingectomy. "Any continuing symptoms? No" reported for dyspareunia, changes to menstrual cycle, hormonal problems and localised pain (newly added events, outcomes regarded as "resolved"). Discrepancy noted as essure insertion date (B)(6) 2015. Discrepancy noted as essure removal date (B)(6) 2017 . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: abdominal pain associated with vomiting, pyrexial on admission, CT abdomen and pelvis with contrast. Findings: normal appendix with no evidence of appendicitis some free fluid in the pelvis and in the pouch of douglas. Normal physiological appearances of the anteverted uterus. Previous bilateral endo fallopian tube occlusion noted. No adnexal masses; unremarkable appearances of the urinary bladder. No free air or significant intra-abdominal lymphadenopathy. Normal liver and gallbladder. No radiopaque gallstones. No intra-or extrahepatic ductal dilatation, normal spleen, pancreas, adrenals and kidneys. No significant abnormality in the unprepared bowel. Normal calibre and enhancement of the major abdominal and pelvic vessels. The lung bases are clear. Conclusion: 1. Findings may be due to pelvic inflammatory disease. 2. No evidence of appendicitis. Hysterosalpingogram - on (B)(6) 2016: hysterosalpingogram: 7 french catheter. Pressure injection demonstrated normal uterine cavity. No fallopian tube contrast opacification. Both devices appear satisfactorily positioned and removed congruently on dynamic assessment. Conclusion: satisfactory bilateral endofallopian tube occlusion appearances. Pathology test - on (B)(6) 2017: specimen: bilateral fallopian tubes and 2x essure. Clinical details: essure removed and bilateral salpingectomy. Macroscopic description: two fallopian tubes with smooth serosal surfaces 80 x 9 mm and 65 x 10 mm. Coiled wire luminal inserts seen in each. Ultrasound scan - on (B)(6) 2010: us pelvis transabdominal: us pelvis transvaginal: the iucd appears centrally sited within the endometrial cavity. The endometrium is separated by a small amount of fluid. The left ovary is a little large and contains several peripheral cysts which may indicate polycystic change. The right ovary although larger and follicular is not typically polycystic; on (B)(6) 2016: us pelvis transvaginal. Clinical history: essure (B)(6) 2016. Us pelvis transvaginal: poor views of the endo fallopian tube occlusion devices. X-ray - on (B)(6) 2018: xr chest. Clinical history: atypical chest pain, asthmatic, smoker, pain in the right upper chest increasing, acute pleuritic chest pain/ left-sided upper pleuritic chest/back pain with sob, 4 week hystory of cough. Normal cardiomediastinal and hilar contours, the lungs are clear. There are no pleural effusions, examination unremarkable, no chest wall abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2021: new event added: abnormal bleeding. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ localised pain') and pelvic discomfort ('discomfort') in an adult female patient who had essure (batch no. C51064) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pelvic discomfort (seriousness criteria hospitalization and intervention required), menometrorrhagia ("irregular and heavy bleeding during her menstrual cycle"), dyspareunia ("dyspareunia"), menstrual disorder ("changes to menstrual cycle") and genital haemorrhage ("abnormal bleeding") and was found to have hormone level abnormal ("hormonal problems"). The patient was hospitalized for 8 days. The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia, dyspareunia, menstrual disorder and hormone level abnormal had resolved and the genital haemorrhage outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, hormone level abnormal, menometrorrhagia, menstrual disorder, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: essure removal on (B)(6) 2017 via salpingectomy. "Any continuing symptoms? No" reported for dyspareunia, changes to menstrual cycle, hormonal problems and localised pain (newly added events, outcomes regarded as "resolved"). Discrepancy noted as essure insertion date (B)(6) 2015. Discrepancy noted as essure removal date (B)(6) 2017 . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: abdominal pain associated with vomiting, pyrexial on admission, CT abdomen and pelvis with contrast. Findings: normal appendix with no evidence of appendicitis some free fluid in the pelvis and in the pouch of douglas. Normal physiological appearances of the anteverted uterus. Previous bilateral endo fallopian tube occlusion noted. No adnexal masses; unremarkable appearances of the urinary bladder. No free air or significant intra-abdominal lymphadenopathy. Normal liver and gallbladder. No radiopaque gallstones. No intra-or extrahepatic ductal dilatation, normal spleen, pancreas, adrenals and kidneys. No significant abnormality in the unprepared bowel. Normal calibre and enhancement of the major abdominal and pelvic vessels. The lung bases are clear. Conclusion: 1. Findings may be due to pelvic inflammatory disease. 2. No evidence of appendicitis. Hysterosalpingogram - on (B)(6) 2016: hysterosalpingogram: 7 french catheter. Pressure injection demonstrated normal uterine cavity. No fallopian tube contrast opacification. Both devices appear satisfactorily positioned and removed congruently on dynamic assessment. Conclusion: satisfactory bilateral endofallopian tube occlusion appearances. Pathology test - on (B)(6) 2017: specimen: bilateral fallopian tubes and 2x essure. Clinical details: essure removed and bilateral salpingectomy. Macroscopic description: two fallopian tubes with smooth serosal surfaces 80 x 9 mm and 65 x 10 mm. Coiled wire luminal inserts seen in each. Ultrasound scan - on (B)(6) 2010: us pelvis transabdominal: us pelvis transvaginal: the iucd appears centrally sited within the endometrial cavity. The endometrium is separated by a small amount of fluid. The left ovary is a little large and contains several peripheral cysts which may indicate polycystic change. The right ovary although larger and follicular is not typically polycystic; on (B)(6) 2016: us pelvis transvaginal. Clinical history: essure (B)(6) 2016. Us pelvis transvaginal: poor views of the endo fallopian tube occlusion devices. X-ray - on (B)(6) 2018: xr chest. Clinical history: atypical chest pain, asthmatic, smoker, pain in the right upper chest increasing, acute pleuritic chest pain/ left-sided upper pleuritic chest/back pain with sob, 4 week hystory of cough. Normal cardiomediastinal and hilar contours, the lungs are clear. There are no pleural effusions, examination unremarkable, no chest wall abnormality. Batch no c51064 production date 2014-04-15 expiration date 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-nov-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pain/ localised pain"), pelvic inflammatory disease ("pelvic inflammatory disease") and pelvic discomfort ("discomfort") in an adult female patient who had essure inserted (lot no. C51064) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of shortness of breath, gastroenteritis, vomiting, diarrhea, abdominal pain and intermenstrual bleeding. As concurrent condition the report mentioned asthma. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), pelvic inflammatory disease (seriousness criteria medically important and intervention required), pelvic discomfort (seriousness criteria hospitalisation and intervention required), menometrorrhagia ("irregular and heavy bleeding during her menstrual cycle"), dyspareunia ("dyspareunia"), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device") and hypersensitivity ("allergic or hypersensitivity reaction;") and was found to have hormone level abnormal ("hormonal problems"). The patient was hospitalised for 8 days and again for 8 days (dates unknown). The patient was treated with surgery (laparoscopic bilateral salpingectomy and salpingectomy). At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia, dyspareunia, menstrual disorder and hormone level abnormal had resolved. The outcomes for pelvic inflammatory disease, genital haemorrhage, device intolerance and hypersensitivity were unknown. The reporter considered device intolerance, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menometrorrhagia, menstrual disorder, pelvic discomfort, pelvic inflammatory disease and pelvic pain to be related to essure administration. The reporter commented: essure removal on (B)(6) 2017 via salpingectomy. "Any continuing symptoms? No" reported for dyspareunia, changes to menstrual cycle, hormonal problems and localised pain (newly added events, outcomes regarded as "resolved"). Discrepancy noted as essure insertion date (B)(6) 2015. Discrepancy noted as essure removal date (B)(6) 2017 . Right side with 5- 6 coils in the uterine cavity. On the left side, 2-3 coils were in the uterine cavity. Essure removal date updated from (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2016: abdominal pain associated with vomiting, pyrexial on admission, CT abdomen and pelvis with contrast. Findings: normal appendix with no evidence of appendicitis some free fluid in the pelvis and in the pouch of douglas. Normal physiological appearances of the anteverted uterus. Previous bilateral endo fallopian tube occlusion noted. No adnexal masses; unremarkable appearances of the urinary bladder. No free air or significant intra-abdominal lymphadenopathy. Normal liver and gallbladder. No radiopaque gallstones. No intra-or extrahepatic ductal dilatation, normal spleen, pancreas, adrenals and kidneys. No significant abnormality in the unprepared bowel. Normal calibre and enhancement of the major abdominal and pelvic vessels. The lung bases are clear. Conclusion: 1. Findings may be due to pelvic inflammatory disease. 2. No evidence of appendicitis [hysterosalpingogram] on (B)(6) 2016: hysterosalpingogram: 7 french catheter. Pressure injection demonstrated normal uterine cavity. No fallopian tube contrast opacification. Both devices appear satisfactorily positioned and removed congruently on dynamic assessment. Conclusion: satisfactory bilateral endofallopian tube occlusion appearances [pathology test] on (B)(6) 2017: specimen: bilateral fallopian tubes and 2x essure. Clinical details: essure removed and bilateral salpingectomy. Macroscopic description: two fallopian tubes with smooth serosal surfaces 80 x 9 mm and 65 x 10 mm. Coiled wire luminal inserts seen in each [ultrasound scan] on (B)(6) 2010: us pelvis transabdominal: us pelvis transvaginal: the iucd appears centrally sited within the endometrial cavity. The endometrium is separated by a small amount of fluid. The left ovary is a little large and contains several peripheral cysts which may indicate polycystic change. The right ovary although larger and follicular is not typically polycystic; on (B)(6) 2016: us pelvis transvaginal. Clinical history: essure (B)(6) 2016. Us pelvis transvaginal: poor views of the endo fallopian tube occlusion devices [x-ray] on (B)(6) 2018: xr chest. Clinical history: atypical chest pain, asthmatic, smoker, pain in the right upper chest increasing, acute pleuritic chest pain/ left-sided upper pleuritic chest/back pain with sob, 4 week hystory of cough. Normal cardiomediastinal and hilar contours, the lungs are clear. There are no pleural effusions, examination unremarkable, no chest wall abnormality batch no c51064 production date (B)(6) 2014, expiration date 2017-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: new events device intolerance & dyspareunia added. Reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pain/ localised pain"), pelvic inflammatory disease ("pelvic inflammatory disease") and pelvic discomfort ("discomfort") in an adult female patient who had essure inserted (lot no. C51064) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of intermenstrual bleeding. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria hospitalization and intervention required), pelvic inflammatory disease (seriousness criteria medically important and intervention required), pelvic discomfort (seriousness criteria hospitalization and intervention required), menometrorrhagia ("irregular and heavy bleeding during her menstrual cycle"), dyspareunia ("dyspareunia"), menstrual disorder ("changes to menstrual cycle") and genital haemorrhage ("abnormal bleeding") and was found to have hormone level abnormal ("hormonal problems"). The patient was hospitalized for 8 days and again for 8 days (dates unknown). The patient was treated with surgery (salpingectomy). At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia, dyspareunia, menstrual disorder and hormone level abnormal had resolved. The outcomes for pelvic inflammatory disease and genital haemorrhage were unknown. The reporter considered dyspareunia, genital haemorrhage, hormone level abnormal, menometrorrhagia, menstrual disorder, pelvic discomfort, pelvic inflammatory disease and pelvic pain to be related to essure administration. The reporter commented: essure removal on (B)(6) 2017 via salpingectomy. "Any continuing symptoms? No" reported for dyspareunia, changes to menstrual cycle, hormonal problems and localised pain (newly added events, outcomes regarded as "resolved"). Discrepancy noted as essure insertion date (B)(6) 2015. Discrepancy noted as essure removal date (B)(6) 2017 . Right side with 5- 6 coils in the uterine cavity. On the left side, 2-3 coils were in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2016: abdominal pain associated with vomiting, pyrexial on admission, CT abdomen and pelvis with contrast. Findings: normal appendix with no evidence of appendicitis some free fluid in the pelvis and in the pouch of douglas. Normal physiological appearances of the anteverted uterus. Previous bilateral endo fallopian tube occlusion noted. No adnexal masses; unremarkable appearances of the urinary bladder. No free air or significant intra-abdominal lymphadenopathy. Normal liver and gallbladder. No radiopaque gallstones. No intra-or extrahepatic ductal dilatation, normal spleen, pancreas, adrenals and kidneys. No significant abnormality in the unprepared bowel. Normal calibre and enhancement of the major abdominal and pelvic vessels. The lung bases are clear. Conclusion: 1. Findings may be due to pelvic inflammatory disease. 2. No evidence of appendicitis [hysterosalpingogram] on (B)(6) 2016: hysterosalpingogram: 7 french catheter. Pressure injection demonstrated normal uterine cavity. No fallopian tube contrast opacification. Both devices appear satisfactorily positioned and removed congruently on dynamic assessment. Conclusion: satisfactory bilateral endofallopian tube occlusion appearances [pathology test] on (B)(6) 2017: specimen: bilateral fallopian tubes and 2x essure. Clinical details: essure removed and bilateral salpingectomy. Macroscopic description: two fallopian tubes with smooth serosal surfaces 80 x 9 mm and 65 x 10 mm. Coiled wire luminal inserts seen in each [ultrasound scan] on (B)(6) 2010: us pelvis transabdominal: us pelvis transvaginal: the iucd appears centrally sited within the endometrial cavity. The endometrium is separated by a small amount of fluid. The left ovary is a little large and contains several peripheral cysts which may indicate polycystic change. The right ovary although larger and follicular is not typically polycystic; on (B)(6) 2016: us pelvis transvaginal. Clinical history: essure (B)(6) 2016. Us pelvis transvaginal: poor views of the endo fallopian tube occlusion devices [x-ray] on (B)(6) 2018: xr chest. Clinical history: atypical chest pain, asthmatic, smoker, pain in the right upper chest increasing, acute pleuritic chest pain/ left-sided upper pleuritic chest/back pain with sob, 4 week hystory of cough. Normal cardiomediastinal and hilar contours, the lungs are clear. There are no pleural effusions, examination unremarkable, no chest wall abnormality batch no c51064. Production date 2014-04-15. Expiration date 2017-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-apr-2022: medical record received : event "pelvic inflammatory disease", reporter, medical history, rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pain/ localised pain"), pelvic inflammatory disease ("pelvic inflammatory disease") and pelvic discomfort ("discomfort") in an adult female patient who had essure inserted (lot no. C51064) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ovarian cyst, urinary frequency, spotting menstrual, abdominal pain, shortness of breath, gastroenteritis, vomiting, diarrhea, abdominal pain and intermenstrual bleeding. Previously administered products included: mirena. Concurrent conditions were listed as vaginal discharge, acne vulgaris, breathing difficult, psoriasis and asthma. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), pelvic inflammatory disease (seriousness criteria medically important and intervention required), pelvic discomfort (seriousness criteria hospitalisation and intervention required), menometrorrhagia ("irregular and heavy bleeding during her menstrual cycle"), dyspareunia ("dyspareunia"), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction;"), abdominal pain lower ("complaints of right lower abdo -2/7 worse today, comes in waves, unbearable pain"), pyrexia ("fever"), vomiting ("vomiting"), nausea ("nausea"), dizziness ("dizziness") and appendicitis ("appendicitis") and was found to have hormone level abnormal ("hormonal problems"). The patient was hospitalised for 8 days and again for 8 days (dates unknown). The patient was treated with surgery (laparoscopic bilateral salpingectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia, dyspareunia, menstrual disorder and hormone level abnormal had resolved. The outcomes for pelvic inflammatory disease, genital haemorrhage, device intolerance, hypersensitivity, abdominal pain lower, pyrexia, vomiting, nausea, dizziness and appendicitis were unknown. The reporter considered abdominal pain lower, appendicitis, device intolerance, dizziness, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menometrorrhagia, menstrual disorder, nausea, pelvic discomfort, pelvic inflammatory disease, pelvic pain, pyrexia and vomiting to be related to essure administration. The reporter commented: essure removal on (B)(6) 2017 via salpingectomy. "Any continuing symptoms? No" reported for dyspareunia, changes to menstrual cycle, hormonal problems and localised pain (newly added events, outcomes regarded as "resolved"). Discrepancy noted as essure insertion date (B)(6) 2015. Discrepancy noted as essure removal date (B)(6) 2017. Right side with 5- 6 coils in the uterine cavity. On the left side, 2-3 coils were in the uterine cavity. Essure removal date updated from (B)(6) 2017 to (B)(6) 2017. Has heavy periods since coils were fitted, has to wear 3 sanitary towels and passing clots, wants to be referred back to gynae to have the coils removed, just wants a referral. She is rather angry because she is blaming the periods on these coils, says she needs coils out now (B)(6) 2017-bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2016: abdominal pain associated with vomiting, pyrexial on admission, CT abdomen and pelvis with contrast. Findings: normal appendix with no evidence of appendicitis some free fluid in the pelvis and in the pouch of douglas. Normal physiological appearances of the anteverted uterus. Previous bilateral endo fallopian tube occlusion noted. No adnexal masses; unremarkable appearances of the urinary bladder. No free air or significant intra-abdominal lymphadenopathy. Normal liver and gallbladder. No radiopaque gallstones. No intra-or extrahepatic ductal dilatation, normal spleen, pancreas, adrenals and kidneys. No significant abnormality in the unprepared bowel. Normal calibre and enhancement of the major abdominal and pelvic vessels. The lung bases are clear. Conclusion: 1. Findings may be due to pelvic inflammatory disease. 2. No evidence of appendicitis [hysterosalpingogram] on (B)(6) 2016: hysterosalpingogram: 7 french catheter. Pressure injection demonstrated normal uterine cavity. No fallopian tube contrast opacification. Both devices appear satisfactorily positioned and removed congruently on dynamic assessment. Conclusion: satisfactory bilateral endofallopian tube occlusion appearances [pathology test] on (B)(6) 2017: specimen: bilateral fallopian tubes and 2x essure. Clinical details: essure removed and bilateral salpingectomy. Macroscopic description: two fallopian tubes with smooth serosal surfaces 80 x 9 mm and 65 x 10 mm. Coiled wire luminal inserts seen in each [ultrasound scan] on (B)(6) 2010: us pelvis transabdominal: us pelvis transvaginal: the iucd appears centrally sited within the endometrial cavity. The endometrium is separated by a small amount of fluid. The left ovary is a little large and contains several peripheral cysts which may indicate polycystic change. The right ovary although larger and follicular is not typically polycystic; on (B)(6) 2016: us pelvis transvaginal. Clinical history: essure (B)(6) 2016. Us pelvis transvaginal: poor views of the endo fallopian tube occlusion devices [x-ray] on (B)(6) 2018: xr chest. Clinical history: atypical chest pain, asthmatic, smoker, pain in the right upper chest increasing, acute pleuritic chest pain/ left-sided upper pleuritic chest/back pain with sob, 4 week hystory of cough. Normal cardiomediastinal and hilar contours, the lungs are clear. There are no pleural effusions, examination unremarkable, no chest wall abnormality batch 51064 production date 2014-04-15 expiration date 2017-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical record received. New events abdominal pain lower, dizziness, vomiting, nausea, pyrexia, appendicitis were added. Medical history added. New reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and pelvic discomfort ('discomfort') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pelvic discomfort (seriousness criteria hospitalization and intervention required), menometrorrhagia ("irregular and heavy bleeding during her menstrual cycle") and metrorrhagia ("irregular and heavy bleeding outside her menstrual cycle"). The patient was hospitalized for 8 days. The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia and metrorrhagia outcome was unknown. The reporter considered menometrorrhagia, metrorrhagia, pelvic discomfort and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ localised pain') and pelvic discomfort ('discomfort') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pelvic discomfort (seriousness criteria hospitalization and intervention required), menometrorrhagia ("irregular and heavy bleeding during her menstrual cycle"), dyspareunia ("dyspareunia") and menstrual disorder ("changes to menstrual cycle") and was found to have hormone level abnormal ("hormonal problems"). The patient was hospitalized for 8 days. The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia, dyspareunia, menstrual disorder and hormone level abnormal had resolved. The reporter considered dyspareunia, hormone level abnormal, menometrorrhagia, menstrual disorder, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: essure removal on (B)(6) 2017 via salpingectomy. "Any continuing symptoms? No" reported for dyspareunia, changes to menstrual cycle, hormonal problems and localised pain (newly added events, outcomes regarded as "resolved"). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: abdominal pain associated with vomiting, pyrexial on admission, CT abdomen and pelvis with contrast. Findings: normal appendix with no evidence of appendicitis some free fluid in the pelvis and in the pouch of douglas. Normal physiological appearances of the anteverted uterus. Previous bilateral endo fallopian tube occlusion noted. No adnexal masses; unremarkable appearances of the urinary bladder. No free air or significant intra-abdominal lymphadenopathy. Normal liver and gallbladder. No radiopaque gallstones. No intra-or extrahepatic ductal dilatation, normal spleen, pancreas, adrenals and kidneys. No significant abnormality in the unprepared bowel. Normal calibre and enhancement of the major abdominal and pelvic vessels. The lung bases are clear. Conclusion: findings may be due to pelvic inflammatory disease. No evidence of appendicitis. Hysterosalpingogram - on (B)(6) 2016: hysterosalpingogram: 7 french catheter. Pressure injection demonstrated normal uterine cavity. No fallopian tube contrast opacification. Both devices appear satisfactorily positioned and removed congruently on dynamic assessment. Conclusion: satisfactory bilateral endofallopian tube occlusion appearances. Pathology test - on (B)(6) 2017: specimen: bilateral fallopian tubes and 2x essure. Clinical details: essure removed and bilateral salpingectomy. Macroscopic description: two fallopian tubes with smooth serosal surfaces 80 x 9 mm and 65 x 10 mm. Coiled wire luminal inserts seen in each. Ultrasound scan - on (B)(6) 2010: us pelvis transabdominal: us pelvis transvaginal: the iucd appears centrally sited within the endometrial cavity. The endometrium is separated by a small amount of fluid. The left ovary is a little large and contains several peripheral cysts which may indicate polycystic change. The right ovary although larger and follicular is not typically polycystic; on (B)(6) 2016: us pelvis transvaginal. Clinical history: essure (B)(6) 2016. Us pelvis transvaginal: poor views of the endo fallopian tube occlusion devices. X-ray - on (B)(6) 2018: xr chest. Clinical history: atypical chest pain, asthmatic, smoker, pain in the right upper chest increasing, acute pleuritic chest pain/ left-sided upper pleuritic chest/back pain with sob, 4 week hystory of cough. Normal cardiomediastinal and hilar contours, the lungs are clear. There are no pleural effusions, examination unremarkable, no chest wall abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: essure date implanted and date explanted updated. Patient lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.